Event description:
It was reported that the sys failed to display a live fluoroscopic image. Reportable event. No death or injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated the video cable connectors. The sys operates as intended.